Manufacturer narrative:
The facilities biomedical engineer replaced the right side rail ucm board to repair the bed.

Event description:
Information received indicates the head section of the bed is drifting.